Event description:
It was reported that cutting block and capture would not fit together during surgery.

Event description:
It was reported that cutting block and capture would not fit together during surgery.

Manufacturer narrative:
Mfg. Report# 0002249697-2013-00551 is a duplicate of mfg. Report# 0002249697-2013-00519.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.